Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) was unable to turn on. It was noted that the main printed circuit board (pcb) was defective. Additionally, it was noted that there was no output from the lowercase battery compartment cable. The uppercase was damaged. The incoming test on the epg test system failed. It was noted that there were errors in the error logs. The main pcb, display module, uppercase, and lowercase were replaced. The epg then passed the final test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.